Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) pulled the catheter out without deflating the balloon and damaged his urethra and the cuff. A surgical procedure was performed to remove the aus, and a super pubic catheter was placed while the urethra heals. No additional patient complications were reported.